Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis without the hub/manifold ;therefore, the catheter batch/serial number cannot be identified. A visual examination of the stent found no damages to the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and is within maximum crimped stent profile measurement. The tip profile was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that the hypotube was broken 20mm proximal to the distal end of the strain relief. There were multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03993. Reportable based on analysis completed on 10apr2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The more than 90% stenosed, de novo target lesion was located in the severely tortuous obtuse marginal (om) artery. After engaging the left main (lm) with a 6 fr. Introducer sheath and crossing the lesion with a non bsc guide wire, serial pre dilatations were performed with a 2.5 x 15mm balloon catheter. A 2.50 x 38 synergy¿ stent was then advanced to treat the lesion but failed to cross and the shaft got kinked upon manipulation. The device was removed from the patient's body and repeat serial dilatations was performed with a 2.5 x 15mm and 2.5 x 20mm balloon catheter and another 2.5 x 38mm promus element¿ plus stent was advanced but still failed to cross even with a non bsc buddy wire support. The physician then decided to put the patient on medical management instead. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.